Event description:
The physician was attempting to deploy a 2.25mm diameter x 18mm length endeavor resolute rapid exchange (rx) drug-eluting stent to treat a lesion in a patient. The device did not reach the target lesion and was removed. The stent was observed to be damaged on removal. The device had been inspected prior to guidewire loading with no abnormalities reported. The patient was reported to be fine post procedure and no clinical sequelae were reported. Please note that this device endeavor resolute is distributed outside the united states; however, it is similar to the united states distributed product resolute integrity.

Event description:
Evaluation summary: the device was returned to the manufacturing facility for evaluation. The distal tip was flared. The 1st three proximal segments and the 1st seven distal segments were intact. The remaining segments were stretched and deformed with numerous struts partially raised. The 1st two distal stent segments were positioned over the distal inner shaft marker.

Manufacturer narrative:
Results: inherent risk of procedure (stent damage, failure to deliver the stent). Root cause of reported event cannot be determined based on information received. Conclusions: no conclusion can be drawn (root cause of reported event cannot be determined based on information received). (B)(4).